Manufacturer narrative:
No device analysis results are available because the device remains implanted. The following sensor was reviewed and found outside of the tolerance for cm mean. The cause is inconclusive at this time and is under investigation. This reported event was investigated for possible inaccurate reading. Based on the information given and backend log analysis, it was confirmed that the device was operating within the expected frequency range of 30-37.5 mhz. The sensor was operating at 337, 33.4, and 34.0 mhz during the review of the applicable reading(s). A review of the DHR was performed and per engineering review, there was no adverse impact to product or evidence of relation to the event reported.

Event description:
A right heart catheterization was performed to confirm the validity of the pressure sensor readings. The sensor was recalibrated and the mean was increased by 14.6 mmhg. Readings were observed under the manufacturer's patient care network database.

Manufacturer narrative:
Corrected data: section h6 health effect - impact code.